Manufacturer narrative:
Eval summary: the complaint device associated with this report has not been received for eval. Eval of retention sample from lot 122742f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specification. Batch records were reviewed and no deviations were identified. No similar reports for lot 122742f. Add'l info was requested from consumer: 9/5/2007., 9/25/2007, and 9/28/2007. Consumer provided add'l info 9/5/2007. Info was requested form optometrist: 9/5/2007, 9/6/2007, 9/25/2007 (2), 9/28/2007 (2). Optometrist provide info 9/26/2007 and 9/28/2007.

Event description:
A wholesaler reported a consumer experienced "corneal burns in both eyes" after using this product. The consumer provided add'l info on 9/5/2007. She reported, she experienced ocular burning, redness, tearing, blurry vision, and light sensitivity after using this product for the first time. The consumer stated that the symptoms initiated after removing and rinsing her lenses three times with product she had just purchased. She states that she was examined by an optometrist who diagnosed "corneal burns in both eyes" and treated her with a topical ocular corticosteroid medication and cold compresses. Upon examination, the following day, the consumer reported her vision was less blurry, but her eyes still burned. The consumer wears freshlook contact lenses. She stated, she has an allergy to sulfa. Three weeks later, the optometrist reported that upon examination of the consumer's eyes, he observed corneal superficial punctate keratitis in both eyes and diagnosed "chemical keratitis/corneal burn". He treated her with the topical ocular corticosteroid medication as the consumer stated above. He indicated that the consumer told him she had used an expired bottle of the corticosteroid medication prior to rinsing her eyes with the suspect product. The optometrist stated the consumer had been using the medication for allergy symptoms, but he did not know who prescribed it initially. He indicated the consumer reported to him that she has an allergy to sulfa and seasonal allergies. He only saw the consumer at that one visit. She did not return for a follow-up visit as he instructed. The optometrist stated that he was unsure whether the consumer's symptoms were due to contact lens wear, using expired medication, or sensitivity to the suspect product.